Event description:
The distributor became aware on 6/24/93 of an incident that occurred in august of 1992 involving a glidewire gold. An identified middle cerebral feeder avm awas to be embolized with polyvinyl alchol pre surgical excision. After entering the middle cerebral artery a test injection of amytal effected the expected right sided paralysis. However, the paralysis did not abate and further investigation evidenced a very small middle cerebral arterial bleed. It is believed the glidewire perforated the artery. Several days later the patient underwent a successful uneventful surgical excision of the avm. A residual of foot drop was the post operative sequelae. This is believed to be a result of the surgery and not the glidewire incidentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device not used as labeled/indended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device discarded. The device was destroyed/disposed of.